Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tenaculum forceps instrument had a frayed wire. The procedure was completed with no reported injury. Intuitive surgical inc. Followed up and obtained additional information. The customer indicated that no fragments were identified and did not fall in the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the distal end. The pitch distal clevis is still in place. The loose pitch cable at the distal end was caused by the broken pitch cable on the distal end. The instrument was found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. The complaint was confirmed by failure analysis.